Event description:
It was reported that a user experienced a low glucose alert on the ilet after disconnecting for a shower and subsequently reconnecting, with a nadir of 55 mg/dl; the user treated with oral glucose, later ate a meal, confirmed recovery to 110¿116 mg/dl by fingerstick, and replaced the infusion set and insulin cartridge. Symptoms included hypoglycemia. Outcomes included resolution of the low glucose following oral carbohydrate and continued monitoring at home without hospitalization. Investigation included user interview and troubleshooting with education on hypoglycemia management and infusion set replacement. Investigation of this case revealed no device malfunction identified, with the event occurring after a temporary disconnection and resolving with standard treatment and set change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.